Event description:
Pt developed a coomb's positive hemolytic anemia in 4/92 which was initially treated with prednisone with initial response and then relapsed. This resulted in a splenectomy. She also had silicone breast implants removed. The pt went into clinical remission without steroids following both of these procedures. She does, however, maintain a positive direct coomb's test. Rptr questions relationship between silicone breast prostheses and auto-immune hemolytic anemia.